Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. One of the tabs on the post, which connects to the mating slap hammer, fractured off the cutting block and was not returned. The impactor bumper fractured in half and both pieces were returned. The devices were manufactured in 2014 and 2015 and exhibit signs of extensive wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, cutting block broke. No pieces left in patient, no patient affectation, s&n backup devices were available, no delay to procedure.